Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-00656. It was reported the patient's scs system leads were replaced due to high impedance. Both the leads were explanted and replaced and stimulation therapy restored postoperatively.